Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings:.black box shows multiple ¿cs145¿ occlusion alarms occurring due high force. Battery compartment is cracked below the grip pad and at threads above the grip pad on the side . Returned battery cap is undamaged and able to fit.-¿ez-prime¿ steps were performed correctly, no ¿occlusion¿ alarm or any eaw occurred during the investigation. Unable to duplicate ¿occlusion¿ complaint. Pump's cover was removed, no intermittent condition was found to the fs circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump emitted occlusion alarms with the cartridge in use. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.